Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that a patient had a visible infection after the dressing was removed at the site where the leads were placed. The patient was hospitalized and sent from a clinic to the emergency room, where bloodwork, computed tomography, and cultures were conducted. Antibiotics were required, and the leads were removed per normal protocol. The cause was not known and the issue is ongoing.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 977d260 (serial: (B)(6); product type: 0215-screening device; implant date: on (B)(6) 2025; explant date: on (B)(6) 2025; brand name: surescan; product ID: 977d260 (serial: (B)(6); product type: 0215-screening device; implant date: on (B)(6) 2025; explant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.